Event description:
The customer called for assistance in lowering the basal rates due to low blood glucose levels. The customer stated that he had to visit his doctor due to low blood glucose levels. The customer's blood glucose reading at the time of the visit was 100 mg/dl. The customer's most recent blood glucose reading was 62 mg/dl. The customer stated that his wife had just passed away recently, which may be affecting his blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.